Event description:
The manufacturer received information that a trilogy evo ventilator required service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was evaluated by the manufacturer service center, and the customers complaint was confirmed. During the evaluation an error code in relation to aev_failure was recorded in the device event log. In conclusion the proportional valve (aecm) was replaced to resolve the issue. Additionally, due to a required 4-year preventative maintenance the muffler assembly and air inlet foam filter were replaced unrelated to the reportable malfunction. According to the 4-year pm assessment results, the valve and battery are in normal condition, therefore no replacement was required. The device was repaired; parts were replaced and the device passed all testing.

Manufacturer narrative:
The reported failure of aev_failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.